Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter (acticon). Patient experienced partial opening of perineal incision. Onset at implantation, related to the procedure. Follow up visit on (B) (6) 2009, perineal suppuration leakage for several months.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. It appears no components were removed or replaced. No malfunction was reported. Two attempts to obtain additional information was unsuccessful. No conclusion can be drawn.